Event description:
It was reported that the patient experienced a recent increase in seizures, and the seizures were noted to be uncontrollable with both medication and vns. The magnet was swiped and the patient's father stated the magnet seemed to make the seizure worse. No additional relevant information has been received to date.

Event description:
It was further reported that the patient had their device disabled in 2023 due to lack of efficacy. Additional device parameters and diagnostics were obtained. No surgical intervention has occurred to date.

Manufacturer narrative:
D8, was this device serviced by a third party?, corrected data: initial report inadvertently submitted without selecting "no."

Event description:
Further device diagnostics and parameters were received. Per the physician, the patient's device was disabled (B)(6) 2023.